Event description:
It was reported that following the second inflation in the sfa, the pta balloon would not deflate and was difficult to retract through the sheath. The balloon was deflated by pulling negative pressure with the inflation device and syringe. The device was difficult to retract through the sheath; therefore, the catheter and sheath were removed as a single unit. Another balloon was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and procedural information, which was updated in the appropriate sections.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned for eval. Balloon had been previously inflated and was returned completely deflated. The patency of the guidewire lumen was tested using an in-house (B)(4) guidewire, and it passed with no issues. The balloon was then inserted through an in-house 6fr introducer sheath without issue. The inflation hub was connected to an in-house inflation device, and an attempt was made to inflate the balloon. The balloon was inflated to rbp (12 atm) and held for approximately 60 seconds. The balloon was completely deflated within the specification of (B)(4) seconds. The deflated balloon was able to be retracted through the in-house introducer sheath without issue. The complaint investigation is unconfirmed for deflation and retraction issues, as the balloon was able to be deflated and retracted through an in-house introducer sheath without issue under laboratory conditions. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event.